Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information. Despite reasonable attempts, by phone and mail, no additional information had been provided. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 09-nov-2015 and installed at the customers site on (B)(6) 2015. A lumenis service engineer visited the site five(5) days after the reported event and examined the device. Upon arrival, found a damaged brick and simmer power supply board. The engineer ordered replacement parts and will return to replace parts and complete inspection of laser performance. The engineer returned, replaced simmer board and after performing operational and safety tests, the system was determined to have met lumenis specifications. The system was returned to the facility safe and ready for use. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although there was no report of injury associated with this event, lumenis has been unable to obtain additional information to date regarding the circumstances surrounding this event. Due to a lack of additional information and in an abundance of caution lumenis is reporting this event. Should additional relevant details become available, a follow-up MDR will be filed. A review of historical product complaints from the past two years shows that the same malfunction of simmer board failures has not led to serious injury. According to the gso expert based on the age of the system, wear could have likely played a role in the failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 60w laser was being utilized, the system seemed to be frozen and did not deliver any energy. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.